Event description:
The patient received her scs system on (B)(6) 2011. It was reported the lead pulled out of the extension. During the surgical procedure, the physician reconnected the lead and extension using the torque wrench, but noted it was able to be pulled apart. The physician replaced the extension.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.